Event description:
It was reported that the patient was admitted to the hospital for shockable cardiac arrest. The event lasted 8 minutes, with resuscitation by dsa. After 12 hours of therapeutic hypothermia treatment, the patient had lower limb ischemia, in tibial region of the right leg and thrombosis of the left popliteal artery. Per the user facility, the patient would normally have both legs amputated; however, he died in the meantime as a result of cardiac arrest. The resuscitation department reported it was perhaps due to the pads that made tourniquet effect. It was also reported that the arctic sun unit worked well and the target temperature was rapidly achieved and maintained.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.